Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable pacing lead: (B)(4) 2006.(B)(4).

Event description:
It was reported that the atrial lead dislodged during the scheduled right ventricular (rv) lead change-out procedure. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The analyst noted that the lead was stretched and there was apparent explant damage.